Event description:
During cardiopulmonary bypass, it was reported that there was no flow during the case, due to an issue with the control module. The product was not changed out and the procedure was completed successfully. There were no reported adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.